Event description:
Clinical study. Same case as MFR #6000093-2004-00678 and 00679. Three hours after a drug eluting stenting treatment procedure, a subacute thrombosis occurred. Target lesion 1 was identified in the mid right coronary artery (rca) with 90% stenosis and a 3.75 mm reference vessel diameter. Target lesion 1 (rca) was treated with predilatation resulting in "considerable dissection." A 3.5 x 20 mm taxus express2 8.8% stent was placed followed by a second 3.5 x 12 mm taxus express2 8.8% stent which was deployed just distal to the original stent. Residual stenosis was reduced to less than 0%. Target lesion 2 was identified in the 1st diag (d1) with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 (d1) was treated with predilatation and placement of a 2.75 x 16 mm taxus stent. Residual stenosis was reduced to less than 10%. Within about 3 hours, the pt developed severe chest pain and electrocardiogram revealed st segment elevation in v1 and v2. The pt was brought back emergently to the cath lab. Cardiac catheterization revealed: lad diagonal bifurcation- clear cut opacity consistent with intracoronary thrombus in the proximal aspect and origin of the high diagonal branch. The clot appears to extend into the lad. It is not totally occlusive of the lad or the diagonal and there is timi 3 antegrade flow. Rca - lucency seen within the confines of the stents consistent with probable intracoronary thrombus of the mid and distal aspects of the right coronary artery stent. It was elected to proceed with rescue percutaneous coronary intervention. Transluminal coronary angioplasty of the diagonal and lad was performed using a kissing balloon technique. There was considerable improvement in the angiographic appearance of the diagonal with resolution of the lucencies and no evidence of dissection. There was timi 3 coronary flow. The rca repeat angiogram revealed the rca to be free of thrombus, resolved with the pt's heparinization and treatment with IV reopro. Ivus of the rca revealed excellent deployment of the stent struts; there was no evidence of stent malposition. A medical work-up for hypercoagulable state was initiated. The pt was discharged 4 days later.